Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family was reported via phone call that the insulin pump were no delivery alarm and motor error. Customer¿s blood glucose level was 182 mg/dl. Customer states that alarm did not occur during manual prime. Customer reports the drive support cap appears normal. Customer also states that pump alarm contains more than one motor error alarm within 30 day period. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.